Event description:
Reported noted capsule did not release when footswitch is released; posterior capsule tear occurred. Anterior vitrectomy performed and iol implanted. Pt reported to have good vision.